Manufacturer narrative:
Reliability analysis inspected two opened/used sensors and performed bicarbonate buffer test. One of two sensors failed for low readings. One remaining sensor passed per specifications with accurate readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received excessive sensor errors and bad sensor alert. Customer also reports that insulin pump went blank then came back on. After troubleshooting, customer was advised to replace sensor. No further information provided.